Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product showed a haptic was torn and a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint information, lens work order search and product evaluation, the most likely root cause of the event was a user or tech error. (B)(4).

Event description:
The customer reported the 13.2 mm vticmo13.2 implantable collamer lens tore during delivery into the eye. The lens was replaced and no patient injury was reported.

Manufacturer narrative:
The product is manufactured in u.s. But not marketed in the u.s. Pt weight: unknown. (B)(4).